Event description:
The pt reported seeing wetness around the infusion site. Pt stated, the infusion headset is still attached to his body and the adhesive is still stuck to the skin. Pt reported, he is assuming the infusion set cannula is in his body but hasn't really looked at it closely to say for sure. Pt stated, he can tell it's time to change the infusion site because he can smell the insulin and would look and see the spot of wetness on his shirt. Pt reported, the infusion set cannula is straight and not bent or kinked. Pt stated 2 of the infusion sets never went into his body when he attempted to insert them using the insertion assist plus device. Pt reported, he felt them hit his body but then fell to the floor without going in. Pt stated, this hasn't occurred recently and believes this may have been due to user error. Pt reported, there is no visible damage prior to using the infusion sets. Pt stated, he has had the same concern with the past 2 boxes. Pt reported, his blood glucose readings were not affected. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned task-force.